Event description:
It was reported cartridge change error occurred. There was no adverse impact on the customer's blood glucose level. The customer was instructed by technical support to remove the cartridge, inspect the o-ring, and clean the pneumatic tap area on the pump. Despite following these instructions, the error persisted, and the customer was unable to successfully load a new cartridge. Technical support could not process a pump replacement because the pump was purchased from a united states distributor. The customer was advised to contact the original distributor for assistance in obtaining a replacement pump. No additional information regarding the outcome was received.